Event description:
Reportedly, in the pic procedure to 99 percent stenosed, calcified lesion at #6-#7, lad, subject guidewire advanced to distal of lad(cardiac apex) after crossing the lesion. Unknown balloon dilatation catheter was advanced over the guidewire, and unknown stent was deployed. When removal of the guidewire was attempt, resistance and removal difficulty was felt. Unknown microcatheter was advanced over the guidewire, but couldn't reach to the guidewire distal end. During further retrieval attempt to the guidewire, tip separation occurred. Snaring was performed to remove the broken fragment, part of the fragment was retrieved, but not all the fragment could be retrieved out. Remaining portion was left in the patient anatomy at the physician's discretion. Patient is in stable condition. Physicians comments the tip of the guidewire might be trapped in the lesion as a small tip shaping was performed before insertion.

Manufacturer narrative:
(B)(4). Broken proximal portion was returned, it was found that the coil and core wire was broken off at approximately 8mm from tip end. Microscopic observation of the breakage sites revealed ductile breakage of the core wire, inner and outer coils. Lot history review revealed no anomaly relating with reported event. No other similar event was reported for this lot product. Since all the shipped products are inspected for meeting the products specifications and shipping criteria. Based on the information reviewed, there is no indication of a product deficiency. It is inferred that the pullback force exceeding the product design limit was unintentionally given to the guidewire when the guidewire removal was continuously attempted while its distal section was trapped in the target lesion, so that the guidewire trapped tip end was broken and pulled apart.